Manufacturer narrative:
Despite reasonable attempts, lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Attempts to obtain additional information regarding this event have been unsuccessful to date a review of the subject device laser DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 14-sep-2017 and installed at the customer site on: 26-dec-2018. A review of the laser fiber risk files ((B)(4)) revealed the following risk of "healthy tissue is evaporated/perforated" triggered by "user targets non target tissue" has the potential to lead to non-target tissue damaged; the risk has been quantified and found to be negligibly small, and the risk has been characterized and documented as acceptable within full risk assessment. The complainant indicated that the device is unavailable for evaluation and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The complainant was unable to provide the fiber device lot number. Therefore, the manufacture and expiration dates are unknown. A lumenis clinical director reviewed all the information available and concluded that "the use of 0.3j is normal and is almost the minimum energy that can be utilized with the system when working on stones. When working in the ureter, the expert physician needs to pay attention to the target and surrounding tissue, and need to adjust the speed (hz) according to his skills. In this case there was no system malfunction, and the reported patient outcome is not related to any system malfunction."

Event description:
A user facility reported that one month following a procedure in which a lumenis pulse 120 laser and moses 200¿ fiber were utilized, the patient presented back (a month later) with necrosis of (and an open) ureter.